Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have tried the probe on several machines and could not get it to recognize the patient temperature in an arctic sun device. When they plug it into temperature port 1, they get an alarm about port 2. When they plug it into port 2 and get an alarm about port 1. Confirmed alarm 14 (pt temp 1 probe out of range) and alarm 27 (pt temp 2 probes out of range). Esophageal probe reads 34.5c on bedside monitor. Had connect it to temperature port 1. 34.5c displayed on temperature port that disabled temperature port and no further alarms during the call. Suggested replacing the temperature in cable and or temperature probe should the alarms recur.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. When they plug it into temperature port 1, they get an alarm about port 2. When they plug it into port 2 and get an alarm about port 1. Confirmed alarm 14 (pt temp 1 probe out of range) and alarm 27 (pt temp 2 probes out of range). Esophageal probe reads 34.5c on bedside monitor. Had connect it to temperature port 1. 34.5c displayed on temperature port that disabled temperature port and no further alarms during the call. Suggested replacing the temperature in cable and or temperature probe should the alarms recur. A DHR review is not required as the lot number is unknown. The instructions-for-use were reviewed and found to be adequate. Corrections: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have tried the probe on several machines and could not get it to recognize the patient temperature in an arctic sun device. When they plug it into temperature port 1, they get an alarm about port 2. When they plug it into port 2 and get an alarm about port 1. Confirmed alarm 14 (pt temp 1 probe out of range) and alarm 27 (pt temp 2 probes out of range). Esophageal probe reads 34.5c on bedside monitor. Had connect it to temperature port 1. 34.5c displayed on temperature port that disabled temperature port and no further alarms during the call. Suggested replacing the temperature in cable and or temperature probe should the alarms recur.